Event description:
During a pcl repair the knife broke in two pieces. The broken piece of the knife was retrieved. A delay of forty-five minutes resulted. It was indicated that a backup device was available to use in the repair. No pt injury or complications resulted.